Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6)2026. The patient's blood glucose level rose to 630 mg/dl while wearing the pod on the hip/buttocks for longer than 48 hours. The patient's daughter reported that the patient sought medical attention due to elevated blood glucose levels that were not responsive to correction boluses. Reported symptoms included feeling woozy, vomiting, and headache. The patient was diagnosed with dka and a urinary tract infection (uti). Treatment included intravenous (IV) fluids, an IV insulin drip, and IV antibiotics.the patient's daughter further reported that on (B)(6)2026, the patient's blood glucose reading was "high," and the patient administered 5 units of insulin by injection. Despite the injection, the blood glucose level did not decrease. The patient did not replace the pod or administer an additional insulin injection at that time. The patient was subsequently hospitalized and was discharged on (B)(6)2026.